Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product or a picture of the alleged defect was not provided. A device history record review could not be conducted since the reported lot number is not valid for (B)(4) facility. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved in the incident. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility and it is not being manufactured at the time. If device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the nebulizer couldn't generate a fine mist.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was performed and no issues were found. The sample was able to produce a fine mist from the chamber of the nebulizer. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned sample.

Event description:
The customer alleges that the nebulizer couldn't generate a fine mist.